Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl and treated with glucose. Customer also stated that insulin pump received insulin flow block alarm. Customer declined to troubleshoot for the low blood glucose value. The insulin pump will be returned for analysis.